Event description:
The reporter stated that the device was inserted prior to an aneurysm clipping procedure in 2008. When first placed, the probe was working correctly, but as the physician began to use electro-cautery during the procedure, the intercranial pressure (icp) values on the neurosensor probe displayed out of range (over 200) values. These values were displayed for several days. The icp values stayed out of range for over a week and then the values returned to be within the expected range. Integra has contacted the reporter in writing, to request additional information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation . An investigation has been initiated based upon the reported information.